Event description:
A facility reported that they experienced difficulties when positioning the patient in the mayfield modified skull clamp (a1059), which could be dangerous for the patient.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the skull clamp shows the skull clamp's base has worn off inner threads in the center of the starburst teeth. The base must be machined and tabbed to insert heli coil threads. The skull clamp has rotational movement in its swivel lock assembly. For the adjustment of the lock assembly new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear. After completing the repair, the unit must undergo a function test. To resolve the issues, the base casting of the skull clamp was machined, and the heli-coil threads were inserted. Root cause - the complaint is confirmed via inspection of the unit. The skull clamp base had worn inner threads in the enter of the starburst teeth. The swivel lock had rotational movement present and needed replacement of worn internal parts. The probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.